Manufacturer narrative:
One 23ga accurus probe sample was returned for evaluation for the report of the probe could not cut and aspirate vitreous well. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Aspiration (bias-closed) testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight wear marks observed at the bend area. Gouge marks observed at one area on the inner cutter. Foreign material found in the probe body. O-rings, spacers, spring, and diaphragm were all intact. The complaint evaluation does not confirm the probe had a cut issue. The probe met specification for cut; however, during the sample evaluation, the probe did have an actuation issue. Also, the complaint evaluation did confirm the probe had an aspiration issue. The exact root cause for the probe not actuating or aspirating properly cannot be determined from this evaluation. The most likely cause for the poor actuation and aspiration is from the foreign material found in the probe body, or a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement and poor aspiration. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitreous probe could not cut and aspirate well during a surgical procedure. The probe was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
No 23ga probe sample was returned for evaluation for the report of not cutting or aspirating well during the surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).